Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue was confirmed and found due to a gap between the cable; however, the exact root cause could not be definitively determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received by the customer.

Event description:
It was reported that the subject device had a sheath cut and interference present during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.